Event description:
The customer alleged that the vent went inoperative while on a patient with error code kb0034. There was no patient harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) verified the error code in memory. The cse inspected the device and replaced the exhalation transducer pcb, the ai pcb, and the autozero solenoid. The unit then passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.